Event description:
Rptr rec'd laser treatment to stop "leakage" in their right eye. On watching an eye surgery on tv one day, it was said that being treated by laser, a certain model could not be calibrated properly unless they had been approved by FDA, "needless to say my right eye has been blinded."